Event description:
During the c-section the two doctors were gloved and the settings on the valley lab force fx-cs were 50 cut and 50 coag. When the physician engaged the cut/coag and the pencil sparked and the sparks spread and it singed the gloves of two physicians and the sponge. Both physicians reported that their hands felt immensely hot. They changed out the electrosurgical pencil to finish the case and the problem did not continue. Upon lifting the surgical drapes they identified that the patient was burned during the event, which blistered afterwards. The physicians did not experience burns or blistering. ====================== health professional's impression======================the electrosurgical pencil malfunctioned and started sparking during the procedure.